Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he is no longer receiving stimulation and is unable to establish communication between his scs ipg and charging system after not charging. An sjm representative confirmed the issue using multiple external devices. As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored following the surgical intervention.